Manufacturer narrative:
A covidien technology support engineer (tse) troubleshot the issue with the customer over the telephone. The tse suggested swapping the top liquid crystal display (lcd) with the bottom lcd to determine the fault. The customer informed to have followed the tse advise and that he was able to repair the ventilator. The unit passed all test and calibrations, and it was observed to be operating within manufacturing specification. The ventilator is back in service. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator graphical user interface (gui) bottom display was erratic. The patient was placed on another ventilator and there was no reported patient injury.